Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
The patient had decreased peripheral blood flow. Per product labeling "if peripheral circulation is impaired, collection of capillary blood from the approved sample sites is not advised as the results might not be a true reflection of the physiological blood glucose level." The patient had high ascorbic acid levels. Per product labeling "intravenous administration of ascorbic acid which results in blood concentrations of ascorbic acid >3 mg/dl will cause overestimation of blood glucose results." The meter and strips have been requested for return, but the strips were not available for return. Routine retention testing was performed. Test strip retention samples passed the internal inspection. Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of questionable glucose results from accu-chek inform ii meters. At 10:21 am on meter serial number (B)(4), the result was "hi" (>600 mg/dl). At 10:30 am, a venous sample was drawn and the result was 160 mg/dl. Less than 15 minutes later and after receiving the lab result, the staff tested the patient on meter serial number (B)(4) with a result of 142 mg/dl.